Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported pain, implant mobility, inflammation and peri-implantitis in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.